Event description:
The hcp reported the pt had been experiencing withdrawal symptoms. The hcp reported the pump had been delivering intermittently. A rotor study was done and reported as fine. The catheter was checked - the results were not reported. The pump was explanted and replaced and returned to the manufacturer for analysis.